Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had tried to connect and adjust it, but they thought the [device] wasn't working. They had return of symptoms and they couldn't feel the stimulation at all and before they could feel a little bit of pain. Patient said, they were getting less then 50% relief of symptoms. When they stood up, they had to go immediately and might not get to the bathroom. Patient was currently on program 7 at 4.4 and they said that was the best program for them. When they had tried the other six programs and they checked the patient, they said the patient's bladder wasn't emptying. The return of symptoms started in the last two weeks or so. Patient mentioned on this program, they had been having constipation and they were having to take a prescription and miralax. They had problems with constipation before the implant but it was minor. It has been three months or more that they had some really serious issues with the constipation. Patient services walked caller through increasing their amplitude. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation was comfortable. Patient was redirected to doctor if issue persists to see about adding custom programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.